Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were in emergency room and hospitalized due to high blood glucose level on (B)(6) 2021. Customer's blood glucose level was 388 mg/dl at the time of hospitalization. Customer stated that they were hospitalized due ti infusion set bent cannula. Customer stated that they were high in ketones but not diabetic ketoacidosis. Customer was not able to complete troubleshooting. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.